Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges frequent headaches. Additional information received from the review determined that the alleged event does not meet the definition of a reportable injury. However, the reports of frequent headaches may possibly be related to the product problem with the device and/or user error. However, further investigation is warranted to confirm any definitive causal relationship between the event and possible failure, malfunction, improper or inadequate design, manufacture, labeling, and/or user error. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to the manufacturer service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation, the device was scrapped due to insect infestation.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.